Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During routine preventative maintenance testing by stryker, the device would not deliver shock. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. Stryker identified the device's pcb assembly as the cause of the reported issue but root cause could not be determined. The customer has decided to replace the device and declined the option to repair.

Event description:
During routine preventative maintenance testing by stryker, the device would not deliver shock. There was no patient involvement reported with the event.